Manufacturer narrative:
Patient reports a history of skin reaction to surgical glue. There is no indication that the reaction was related to or caused by the nalu system. There is no allegation of any system or component failure or malfunction as the nalu system was not activated prior to the patient requesting explant.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024. After the procedure the patient developed an allergic reaction to the surgical glue that was applied at the incision sites. The skin reaction was treated and resolved, however the treatment delayed activation of the nalu system. After the skin reaction was healed, the patient declined to activate the system and requested to have it removed. A full system explant was performed on (B)(6) 2024 per the patient's request.